Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button required multiple presses for the screen to activate. Customer¿s blood glucose was 155 mg/dl. Reportedly customer was able to wake up the pump and use the pump.